Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site, inadvertently delivering at least four units of insulin. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer disconnected from the pump and went through the load process again before reconnecting. The pump history was reviewed, and it was determined that the load sequence was unintentionally started by the customer leading to inadvertently initiating the fill tubing while be connected. Although the customer resumed using the pump, they expressed concerns about its safety, so a replacement pump was to be provided as a gesture of goodwill.